Event description:
Customer reported that pt developed post operative infection. Three days following orthopedic procedure pt developed red incision sites and treated with keflex. Pt was seen 10 days post-op and no improvement was noted. Pt was admitted for administration of IV antibiotics.